Event description:
It was reported that upon interrogation there was undefined high impedance on both right and left ventricular leads. When the technician attempted to pace the right ventricular lead, there was no capture. During the replacement procedure, the leads were tested and found to be ok. The doctor then suggested that the problem was with the device not the leads. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) preliminary testing revealed no pacing output. The no output condition was the result of lifted hybrid bond wires.